Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive. System operates as intended.

Event description:
The customer reported a faulty hard drive. No patient injury was reported.